Event description:
The customer reported to olympus, the flex video scope had leaks from the forceps elevator. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, the foreign material inside of the light guide lens was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation: air/water-cylinder had no color, suction-cylinder had no color, switch 1 was damaged, forceps channel port had corrosion, distal end had discoloration, connecting tube had a cut, and water tightness of forceps elevator was lost. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material the lg-lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded lg-lens which led to corrosion. Olympus will continue to monitor field performance for this device.